Manufacturer narrative:
(B)(4). The device was returned for analysis; however, it was inadvertently discarded at the manufacturing facility prior to evaluation. The reported cuff miss may be influenced by, but not limited to, manufacturing, user technique, and/or anatomical conditions. A cuff miss is consistent with a change in the angle in which the device is held or the torque of the device during use and could translate to a change in needle path (trajectory) leading to the incident. As the needle travels through tissue, the needle can be influenced by more dense tissue such as scar tissue and calcification, and can be deflected. The amount of deflection will depend on the severity of the anatomical conditions. The patient in this incident reportedly had no calcification in the target groin and weighed 242 pounds. The weight of the patient or tissue depth may also influence the needle trajectory; however, there was no information reported to confirm or negate anatomical conditions influenced this incident. From the evaluation of the incident, the cause of the cuff miss may have been related to operational context (anatomical conditions), but this could not be confirmed. During manufacturing, the needle trajectory of every device is verified and a sampling is destructively tested to verify the functionality of the device. The lot met all acceptance testing specifications. A review of the lot history records did not reveal any non-conformity materials records relevant to this event. A query of the complaint database was performed and there was no indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred and another proglide was deployed. However, the sutures did not achieve hemostasis and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.